Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned to the cis for analysis. Visual, tactile, microscopic analysis and dimensional testing was performed on the device. Visual and microscopic examination of the stent found stent struts lifted at the mid-distal section of the stent. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. A visual and tactile examination of the hypotube found a multiple kinks and a break at 32cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion, diffused, with a length of 28mm and a vessel diameter of 2.50-3.00mm was located in the severely calcified and moderately tortuous mid left circumflex artery (lcx). A 3.00 x 28 synergy drug eluting stent was advanced for treatment. However, during the procedure, the stent strut surface was not smooth and shaft break was noted. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion, diffused, with a length of 28mm and a vessel diameter of 2.50-3.00mm was located in the severely calcified and moderately tortuous mid left circumflex artery (lcx). A 3.00 x 28 synergy drug eluting stent was advanced for treatment. However, during the procedure, the stent strut surface was not smooth and shaft break was noted. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
(B)(6).